Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was not powering on. The medical affairs specialist (mas) spoke with the pt four days later, and obtained the following info. The pt reported that the alleged power issue began approx 1 week prior to contacting us. Despite not being able to test his blood glucose, the pt claimed he continued to take his usual dose of novolin 70/30 insulin (40 units in the morning and 35 units at night). Approx 3 or 4 days after the alleged issue began, the pt stated that he woke up with "cold sweats," which he associated with a low blood glucose. In response to the symptoms, the pt reported that he drank some mild and ate a banana and confirmed he felt better approx 15 minutes later. At the time of troubleshooting, the customer care advocate noted that the pt replaced the subject meter's battery as recommended in the owner's booklet; however, the issue remained unresolved. Replacement product was sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly, developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.